Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose to 620 mg/dl while wearing the pod between 5 and 24 hours. Reported symptoms include nausea, vomiting and abdominal pain. It was also reported that the patient¿s ketones measured above 5. The patient attempted to bring down their glucose levels with multiple boluses of insulin administered using the pod, this was unsuccessful and the patient received messaged from the omnipod 5 system informing them that the maximum insulin amount had been reached. The patient called the emergency services and was taken to the emergency room. The pod was removed at the hospital, and it was noted by a healthcare professional that the cannula appeared to be damaged. The patient was diagnosed with ¿hyperglycaemic derangement¿ and dehydration. The patient was treated with intravenous insulin via perfusor and multiple infusions (unspecified). The patient was monitored until their glucose returned to normal (values not reported) and their ketones were cleared. The patient was discharged the next morning on 05-jun-2026 and they were able to apply a new pod successfully.